Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient waking wet; noticed it has suctions issue while light blinking when light is solid seems to suction fine; checked float valve it moves freely; suction test done while light was not blinking and was successfully; will try testing it again when light is blinking advised authorized will have cs cb rep did advised did not thinking the two are related it is normal for the light to blink while the battery is charging. Used with male wicks. No additional information provided. Troubleshooting resolved the issue. (Prepping and placement tips shared).